Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, drawer hardware was failed, and it was unable to open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the main drawer 2.1 hardware failed, and it was unable to open. The customer switched off the station, unplugged and reseated the ribbon cable in the back which resolved the issue. The field service engineer (fse) had confirmed that the issue was resolved by the customer, and it worked fine. The system functioned as intended after the customer resolved the issue.